Manufacturer narrative:
G4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Added: d3, d6a, d6b, g1. Corrected: d1, h3. Reported optical sensor system error on ic5809 was most likely use-related (pump plug not inserted all the way into the receptacle.)

Event description:
The complainant reported that an automated impella controller (aic) was being primed with an impella device when the aic had a system error for optical sensor immediately upon boot up. The aic unit was exchanged with another unit. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
A3, a5, a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.